Event description:
A patient reported blood glucose results of "132 mg/dl, 65 mg/dl, and 168 mg/dl" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.